Manufacturer narrative:
Analysis of programming history.

Event description:
Review of programming history revealed that upon initial interrogation, a patient's vns generator was set at 0ma output current, although the generator had been previously programmed to 0.5ma. The generator was then reprogrammed to the previous settings and diagnostics were within normal limits. At the patient's previous office visit, communication was interrupted during a systems diagnostic test and a final interrogation was not performed.